Event description:
This is a conversion from (B)(4). An customer update was received which made a repair to a complaint. The customer stated the blade can not be removed and stuck in. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: the customer stated the blade can not be removed and stuck in. The reported event was confirmed. The supplier evaluation revealed that the clamping system is stuck, therefore the drills cannot be clamped. The most likely cause for the reported failure can be attributed to wear and tear.